Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, documentation, manufacturing instructions, quality control, specifications, trends, and visual inspection of the returned device was conducted during the investigation. The torq-flex tm wire guide was the only component of the micropuncture transitionless access set returned for evaluation. The wire guide was visually examined. It was severely elongated and solder was not present at the distal connection. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Based on the information provided and the results of our investigation, a definitive root cause could not be determined.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported a micro-puncture wire sheared off in the patient. Resistance was reportedly encountered during the removal process and the wire was noted to have kinking. The sheared wire was retrieved and no additional procedures were necessary. Additional information has been requested but not provided at the time of this report.